Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump previously containing baclofen (unknown) for intractable spasticity. It was reported that their pump was removed (B)(6) 2026 due to an infection. The patient mentioned the infection was noticed when the patient (pt) got out of surgery after the implant date; pt stated they were "having infection pouring, it was flowing" and needed to be sent to (B)(6) hospital; they almost died. Pt mentioned they cannot have another one ever and currently taking baclofen pills.